Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the patient has an infectious disease. While in the angiograthy room the balloon was prepped. "They tried to insert the balloon into the sheath. At that time, the balloon was not advanced into the sheath." After the event, the catheter was exchanged.